Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and cleaned the corrosion off the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) and updated the software to the current revision. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, an 840 ventilator had unresponsive keyboard while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.